Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-05. H6: investigation summary : one photo was received by our quality team for evaluation. From the photo, the plunger was observed to be broken at diameter c. One sample was later received, from the sample, the blunger was observed to be broken at diameter c. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the broken plunger could be due to the molded plunger tip hitting against the molded plunger hopper bin when transferring from the molding machine to the assembly line. An additional chute will be installed at the molded plunger hopper bin to avoid hit and reduce impulse.

Event description:
It was reported when using the syringe 5ml ls 23ga 1-1/4in tw, the device experienced a damaged/broken plunger rod. The following information was provided by the initial reporter. The customer stated: the plunger broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 5ml ls 23ga 1-1/4in tw, the device experienced a damaged/broken plunger rod. The following information was provided by the initial reporter. The customer stated: the plunger broken.